Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and usb cable, resulting in the pump shutting down. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.